Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to the 500s (mg/dl) and large ketones determined to be dangerous during a 1 week period. Reportedly, customer reverted to manual injections for insulin therapy around (B)(6) 2016. Troubleshooting with tandem technical support on 07/28/2016 indicated that the pump was performing as intended. During a follow-up call with the contact on (B)(6) 2016, contact reported that the customer returned to pump therapy on (B)(6) 2016, and the customer's bg levels elevated up to 496 (mg/dl). Customer reverted to insulin injections for diabetes management again. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Contact advised that they performed a system test for the pump on (B)(6) 2016, and reported that the fill tubing test functioned as expected. Customer is working with health care providers to address diabetes management.